Event description:
On (B)(4) 2012, the lay-user/patient's reporter contacted lifescan from the USA alleging an unspecified issue with the one touch verio iq meter. It was noted that the meter had a "squiggle" on the display but the reporter did not explain further with the issue. The patient's reporter did not allege any harm or injury because of the reported issue. The call was disconnected; therefore the alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's reporter claimed the meter had an unspecified issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.